Event description:
The customer reported a tear in the pump segment below the upper fitment occurred while in use on a patient. No patient harm reported.

Manufacturer narrative:
The customer¿s report of tubing torn at upper fitment was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the pumping segment/tubing or damages to the components. No anomalies were noted. Functional and pressure testing was performed and the set flowed freely without any leaks noted on the silicone pumping segment or at any of the components. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.